Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During tka for oa, one of the steinman pin for fixing a cutting block was completely buried in the medullary cavity of the distal femur. The surgeon decided not to remove the pin because the bone was so vulnerable that it had broken during cutting the bone. The surgery was completed without any delay. The patient is now under observation. After the surgery the surgeon found by x-ray images that there seemed to be no possibility of the complications due to the remaining pin. Revision is not planned at this point.

Manufacturer narrative:
The device associated with this report was not returned. It was reported the broken fragment remained implanted. Review of the device history records and/or a lot specific complaint database search was not possible as the product lot code required were not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.